Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an explant procedure was planned for this due to pocket eorsion and infection. Antibiotics have been administered to the patient until the replacement procedure takes place.